Event description:
It wasn't possible to get a sample even by using 4 devices of that lot. Using another lot they got a sample, but the pt was bleeding and had to go to the operating theatre.

Manufacturer narrative:
The sample has not been received by the customer for a thorough investigation by the MFR. Once the sample is received an investigation into the root cause for this complaint will be conducted. There have been previous complaints reported with issues of no sample with the device. A validation was completed to demonstrate the implemented changes were effective. However, despite the improvements to the device, it has been determined that depending upon the condition of the tissue being sampled and the amount of blood that may wick into the cannula, there is always a risk that the device will not produce a sample. This is not considered a defect to the device but rather a result that is inherent to the device. Though, this complaint reports additional bleeding occurred, which will be further evaluated once the device sample is returned. Our medical affairs department has determined that the defect of no sample is no risk to pt safety.